Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained he occasionally experienced communication issues between the scs ipg and external devices. The patient stated he had to charge the ipg daily, allegedly the ipg was not holding a charge. Subsequently, the patient's ipg was replaced with a new one.

Event description:
Follow up identified the replacement ipg resolved the reported issue.